Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. The customer's blood glucose (bg) level was in the range of 400-600 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.